Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and low p waves compared to implant were noted on the right atrial (ra) lead post operatively.  The lead was programmed off.  No patient complications have been reported as a result of this event.